Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The pump was tested with a good battery cap. The pump was also received with normal operating currents. No blank display was noted during testing. No damage found on the lcd isolation tape. The pump was received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken battery tube threads, missing end cap sticker and stripped battery cap coin slot. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is unknown. The customer stated that she changed the infusion set and battery last night and received a blank display. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.